Event description:
It was reported that following a cryo ablation procedure using a polarx catheter the patient experienced gastric dilation and a gastric perforation resulting from an ulcer. The ablation procedure took place on (B)(6) 2023 and the gastric issues were identified later that same day. A review of the data noted that the esophageal temperature reading during the procedure dropped as low as 14 degrees. According to the physician there is no allegation of a defect with the device, but that the surface temperature of the device during the procedure may have had some effect. No information regarding treatments or interventions of any of the patient conditions were provided. As of 02nov2023 the dilation was not resolved. The catheter is not expected to be returned as it was disposed of following the completion of the procedure.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that following a cryo ablation procedure using a polarx catheter the patient experienced gastric dilation and a gastric perforation resulting from an ulcer. The ablation procedure took place on (B)(6) 2023 and the gastric issues were identified later that same day. A review of the data noted that the esophageal temperature reading during the procedure dropped as low as 14 degrees. According to the physician there is no allegation of a defect with the device, but that the surface temperature of the device during the procedure may have had some effect. The catheter is not expected to be returned as it was disposed of following the completion of the procedure. It was further reported surgery was performed and the patient was transferred to another hospital for recovery. As of (B)(6) 2023 the dilation was still ongoing.

Manufacturer narrative:
Patient code: appropriate term/code not available for dilation. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.